Event description:
Height 178 cm. Allegedly breakage of alumina head walking down stairs.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete.